Manufacturer narrative:
Weight: unk, age: unk, ethnicity: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm, vicm5_13.2, -5.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem, patients condition is good.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear residue on product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
(B)(4).